Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on (B)(6) 2005. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and abscess are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and abscess.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and implant malposition, not device related. Patient reported "developed abscesses". Device has been explanted.